Event description:
A bridge assurant balloon expandable stent system was used for an attempted stenting of iliac artery. It was reported that the stent got dislodged from the balloon as the stent was advancing through a complete total occlusion. The physician then pushed the catheter down the superficial femoral artery and the stent became deformed. An attempt was made to retrieve the stent with a snare but this was unsuccessful and the pt had to go to surgery. Communication received from the field confirmed that the device was inspected before use with no issues noted. The bridge assurant device was discarded and no cine images of the procedure are available. The bridge assurant stent system is not approved for use in the iliac arteries. It is intended to maintain patency of a bile duct which is occluded by a malignant tumor. The device was used in a very tortuous calcified iliac anatomy and it is suggested that force may have been used in an attempt to deliver the device. The target lesion is reported to have been excessively tortuous, heavily calcified and a cto. The pt is reported to be doing fine post procedure and no additional clinical sequelae have been reported.

Manufacturer narrative:
Secondary intervention. Eval: results: indicated use of device is for the bile duct; stent dislodged; excessive tortuosity, heavily calcified lesion. Eval: conclusions: indicated use of device is for the bile duct; excessive tortuosity, heavily calcified lesion.